Event description:
It was reported when using the bd pyxis medstation es system stuck on care fusion screen the customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not auto launching. The field service engineer reinstalled remote support service to resolve. The system functioned as intended after the field service engineer troubleshooted the device.